Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they were loading heartstring without a problem, but heartstring device stayed inside loading tool when the delivery device was removed. A new heartstring was opened to complete the case.

Manufacturer narrative:
Correct b5 to reflect the corrected information. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they were loading heartstring without a problem, but heartstring device stayed inside loading tool when the delivery device was removed. A new heartstring was opened to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Internal complaint number: (B)(4), the lot # 25154949. History record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 06jan2021 and investigated on 05feb2021. Signs of clinical use and no evidence of blood were observed. Delivery device was returned inside loading device. The delivery device was removed from the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. There was a crack observed at the outer coils of the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed and analyzed failure "crack;seal" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), they were loading heartstring without a problem, but heartstring device stayed inside loading tool when the delivery device was removed. A new heartstring was opened to complete the case. The hospital did not report any patient effects.